Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to oversensing of noise. The patient was seen in the clinic for troubleshooting. No noise was reproduced in any vector with various postures, maneuvers, and device/electrode manipulation. X-rays were performed and showed good system placement and proper insertion of the lead into the device header. The device was reprogrammed from the primary vector to the secondary vector to mitigate any issue at the sense b node and the patient will continue to be monitored in the remote monitoring system. A request was made for technical services to review the episode and provide any additional recommendations. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the stored episodes and noted all six showed non-physiologic artifacts in combination with a sudden loss of cardiac signal and baseline shifts. These kind of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbances of the lead contact in the device header. As under-insertion could be excluded and manipulation and movement did not result in artifacts, we believe the issue likely to be related to the proximal sensing electrode of the lead. Technical services agreed with reprogramming the sense vector to secondary and it was recommended to add a note indicating the sense vector should not be changed.